Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was unable to infuse a vasopressin during an infusion with a glass bottle. The fluid was not 'free flowing through tubing'. The user switched the tubing to a different pump to resolve the problem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.